Event description:
It was reported that the patient confused the replace backup battery alarm with a driveline disconnected alarm, and tried to replace the main system controller with the backup system controller. As a result, the driveline was disconnected for 15 min and the patient was faint. They were readmitted to the hospital but were still unconscious. A review of the log files found a backup battery fault alarm on (B)(6) 2021 at 02:50. The driveline was disconnected at 02:58, connected again at 02:59:05, disconnected again at 02:59:43, and reconnected at 04:18. The backup battery fault was active during all of these events, but the patient was getting support from the lithium ion battery and the mobile power unit. The backup battery was replaced 6 months prior which indicated the backup battery faults were possibly the result of a connection issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnection following a backup battery fault alarm was confirmed via review of the submitted log file, containing information spanning approximately 23 days (B)(6) 2021 to (B)(6) 2021 per timestamp). At 2:50 on (B)(6) 2021, a backup battery fault alarm was activated, correlating to failure of the backup battery load test. Several minutes later at 2:58, the patient attempted to perform a controller exchange. The driveline was disconnected from the controller, stopping the pump and activating driveline disconnect and low speed hazard alarms. The driveline was reconnected at 2:59, briefly returning the pump to a speed above the low speed limit before disconnecting yet again within the same minute. The driveline remained disconnected until some time after 3:26, and the pump was observed to return to speeds above the low speed limit at 4:18 of the same day. Throughout these events, the reported backup battery fault remained active. However, the fault did not impact the ability of the controller to operate the pump at the set speed. The heartmate ii system controller (serial number: (B)(6) was exchanged in response to the reported event, and no additional alarms have been reported. The root cause of the reported driveline disconnect was determined to be user error in response to the observed replace backup battery alarm, per the reported event. However, a root cause for the backup battery fault alarm was unable to be conclusively determined through this analysis, as no products were returned for further evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ describes all alarms that may occur in the system controller. Instructions are also provided on the steps necessary to safely resolve each alarm. In the event of a backup battery fault alarm, the user is instructed to call their hospital contact as soon as possible for diagnosis and instructions. In the event of a driveline disconnect alarm, the user is instructed to immediately connect the driveline into the system controller and lock it into position. If the alarm persists, the user is instructed to press any button on their controller. If the alarm still persists, the user is instructed to perform a system controller exchange. It is recommended to immediately call the hospital if these steps do not resolve the alarm. The heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ provides instructions on how to safely replace the running system controller with the backup controller. The heartmate ii patient handbook section 8 ¿ ¿handling emergencies¿ explains what to do in the event of a complete pump stop. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.